Event description:
The patient reported the needle mechanism deployed prior to selecting "confirm" to insert the cannula. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived fully deployed, deactivating after the completion of second prime. No damages were observed that would result in the needle mechanism deploying earlier than expected. The cause of the reported needle mechanism complaint could not be determined.